Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "abscess" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient with 11 syringes of juvéderm¿ voluma¿ with lidocaine injected in the cheeks (ck1, ck2, ck4), 2 syringes of juvéderm® volux¿ in the jawline (jw), and 1 syringe of juvéderm® volift¿ with lidocaine in the middle cheek (ck3) over the course of 5 sessions. Four months later, the patient experienced ¿2 nodules¿ in the right cheek. The patient saw the injector 2 months later and their right cheek no longer had nodules but did have ¿an opening (where the cannula was injected) with serious [sic] discharge drainage.¿ the physician then noticed that the right cheek was starting to react as well. The patient was prescribed clavulin 875+125 bid x 10 days and dexamethasone 4 mg for 5 days. The patient was also treated with 200 units of hyaluronidase. Sixteen days later, the patient was treated with an additional 50 units of hyaluronidase and was doing better. Six days later, the patient was treated with 20 units of hyaluronidase in each cheek and was prescribed cipro 500 mg bid x 10 days. After 2 weeks, there was serious [sic] drainage (non-purulent) that was noted as ¿stable.¿ three weeks later, the patient was almost recovered but had a ¿very small opening¿ where the injection had occurred. The patient was given fucidin cream on the open wound. Two weeks later, the ck3 started to show ¿nodules and induration¿, the ck1 and ck2 (lateral cheek) began to react again. The patient was treated with 200 units of hyaluronidase in ck3 and 50 units in ck1 and ck2. No other information was provided. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00517 (allergan complaint # (B)(4)). This is the first MDR submitted for the third suspect product, juvéderm® volift¿ with lidocaine.